Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to 21.6 mmol/l (388.8 mg/dl) while wearing the pod on the abdomen for between 24 and 36 hours. The patient visited the emergency room and the nurse confirmed the patient had hyperglycemia and checked the ketone levels. The patient was discharged after 15 minutes and was sent home to administer a correction utilizing an insulin pen.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No abnormalities were seen in the download data. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. Inspection of the needle mechanism and drive mechanism found no issues. The pod was found to function as intended with no evidence of any damages or manufacturing malfunctions that would result in the device failing to deliver insulin.